Manufacturer narrative:
Pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case display window corner.

Event description:
The customer reported via phone call that the screen of the insulin pump display went blank immediately after insulin pump exposure to moisture. The customer¿s blood glucose level was unknown. The customer also stated that there was fluid in insulin pump and was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.